Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens flipped in the eye during implantation. Transient loss of bcva and endothelial touch, mild edema was observed. The lens was removed and replaced intraoperatively with the back up lens. This resolved the problem.

Manufacturer narrative:
H6- health effect impact code 4581: edothelial touch, mild edema. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).